Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Serial number (B)(4), lot number 62683. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right eye developed supra-choroidal hemorrhage on day 6 post-op against the xen®45 gts. Treatment was provided as an urgent drainage of supra-choroidal blood and few more drainage were performed. The event has been resolved as physician believed the bleeding has been stopped. Reported event has been resolved. The device remains implanted.